Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient has an infection in their ins pocket. The location of the infection is on the left upper buttock. There was pus coming out and the physician will schedule for an explant. The physician does not believe the device caused or contributed to the infection. The clinical specialist was unsure how the patient's pocket infection was treated. The surgery scheduler will schedule the patient for the explant for (B)(6) 2025.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted due to an infection in their ins pocket. The location of the infection was on the left upper buttock and there was pus coming out. The physician does not believe the device caused or contributed to the infection. The clinical specialist was unsure how the pocket infection was treated. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to infection and purulent discharge which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.